Manufacturer narrative:
H.6. Investigation: bd received 12 samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for missing additive with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of missing additive was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® 9nc 0.129m plus blood collection tubes experienced missing additive. This event occurred 10 times. The following information was provided by the initial reporter: customer states that in a flat of 100 tubes, about 10 are missing the coagulant. Customer also stated that they had to redraw at least 20 patients blood."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® 9nc 0.129m plus blood collection tubes experienced missing additive. This event occurred 10 times. The following information was provided by the initial reporter: customer states that in a flat of 100 tubes, about 10 are missing the coagulant. Customer also stated that they had to redraw at least 20 patients blood."